Event description:
It was reported that during pod activation, after selecting ¿start¿ to begin insulin delivery, the needle did not deploy, indicating a needle mechanism failure. It was further reported that the pink slide had advanced; however, the cannula was not visible upon pod removal. No impact to the patient's blood glucose levels was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.